Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/31/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection was performed and the plunger component was observed in a fully advanced position. Cartridge was observed fully engaged into lower body of the pcb00v device. The lens was not returned, therefore, the reported scratch mark could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. The review identified no non-conformance report (ncr) for this po. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Just after implantation of the intraocular lens (iol), a scratch mark was observed at the root part of the trailing haptic. After that, the doctor observed that the tip part of the cartridge was damaged. No patient injury reported. No additional information was provided to abbott medical optics.